Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a broken outer protective layer. The issue was identified during cleaning and disinfection. There was no patient involvement.

Event description:
It was reported that the subject device had a broken outer protective layer. The issue was identified during cleaning and disinfection. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the wire of lighting bundle in the insertion section is slightly fractured. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a component failure of the uc (universal cord) sheath. The cause of a component failure of the uc sheath could not be determined. The most likely cause is contact with some sharp edged or pointed objects. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.